Event description:
It was reported the boot was sutured onto the lead end cap during stage 1 deep brain stimulation implant. The lead was placed one week before the extension and neurostimulator. During stage 2 implant, the physician cut the sutures. The scrub tech held the lead end cap on both sides and underneath while the setscrew was unscrewed. The physician slid the boot off of the lead cap. While the lead end cap was being removed, it was noted the #3 electrode was bent. There was a small piece of wire coming out from the end of the lead. Post operative complications were noted but not specified.